Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the therapy stopped working for them about a week after implant date. Patient said they tried increasing the intensity of the therapy twice, but that didn't resolve their issue. The patient was redirected to their healthcare provider to further address the issue., upon further review, patient mentioned the therapy stopped working on april 2. Patient increased the intensity and it didn't work at the time. Agent guided patient to discuss with hcp. Patient called back to report their implanted device isn't working, they talked to the person at the front desk of their doctor's office and they told them the doctor noted they could try with a different program since they had already increased intensity and didn't notice any improvement. They st ated they haven't felt stimulation in their bicycle seat area but where the device was implanted. Agent assisted patient to change program on the call. Confirmed stimulation is in bicycle seat and comfortable. They will continue to monitor symptoms on new program. Redirected to hcp to further address.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the likely cause of the stimulation at the ins site was "pt changed program and did not give a chance to work." The steps taken/will be taken were noted as being "pt was seen in office and given instruction on proper use - seen by [doctor]." Additional information was received from the patient. The patient called back and reiterated that the therapy hadn't helped their symptoms since implant. Patient stated it helped during the trial but not for the implant and that they've tried different program settings and nothing seemed to work for them. Patient had called to inquire about their symptoms during the trial. Patient services reviewed medtronic support link would have send their records to the patient's health care provider (hcp) and redirected the patient to follow up with their health care provider (hcp) about their concerns. Patient stated they were headed now to their managing health care provider (hcp) office to meet with a medtronic representative about the issue. Patient did not know the name of the rep they would be meeting with but stated they would follow up with the hcp at the appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.